Event description:
It was reported that this pacemaker exhibited out of range right ventricular (rv) impedance measurements, triggering a lead safety switch. No oversensing was noted. The device remains in service. No adverse patient effects were reported.